Event description:
It was reported that during a da vinci s surgical procedure, the tip of the pk dissecting forceps instrument was observed to be burnt. The planned surgical procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one yaw pulley exhibits a char mark on its side, adjacent to a grip open cable, indicating that an arcing event occurred. No charring is exhibited on other parts of both yaw pulleys or the grip base. The instrument passed electrical continuity testing. No other damage was found.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.